Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted, an opening on patch/shell bond edge side assessed, as unidentified tear. The shell thickness was within specification.

Event description:
Healthcare professional reported, left side rupture. Confirmed with an MRI. The device has been explanted.

Event description:
Healthcare professional reported left side rupture confirmed with an MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 04/22/2024.

Event description:
Healthcare professional reported left side rupture confirmed with an MRI. Device has been explanted.